Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer had two sensors that went bad and did not have anymore sensors. Her sensors did not connect and the radio frequency icon did not turn on. The product was not returned for analysis.